Event description:
On 26 jan 2009, the sales representative reported via email that the patient had an initial surgery in 2008. The patient fell shortly after her surgery. The sales representative reported that the physician believed the event of the implant dislodging was probably related to the patient falling, shortly after the initial surgery. Additional information received on 27 jan 2009 via telephone, the sales representative reported that after the initial surgery the patient fell and was experiencing pain. The surgeon ordered an x-ray and MRI and it was identified that the ardis implant on l3-l4 had dislodged from the disc space. The sales representative reports that there was only one implant in that disc space. There was another ardis implant below that disc space that was initially implanted and had no issues. Additional information received on 29 jan 2009 via telephone from the sales representative. The sales representative reported that the surgeon did not implant any other interbody in the disc space where the ardis implant had dislodged instead the surgeon went up a level and implanted pedicle screws.

Manufacturer narrative:
No device will be returned. Investigation pending.